Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted that the lock collars were broken. Only two trocar balloons were received. The valve seal and doors appeared to be intact. Four obturators were received. The inflation syringes were not received. Three devices with fixation with only 2 obturators. Pmv performed functional testing, using a test syringe the trocar balloons were inflated, no leaks detected. The balloons deflated properly. The device trocars passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the trocar did not insufflate. The surgeon was unable to keep pneumo during insufflation. The nurse changed the insufflation tubing, gas tanks and tried three trocars. A fourth trocar was opened from a different lot number and worked fine. This resulted to an extended surgical time for more than 30 minutes and an additional operation will be performed to correct the issue. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.